Event description:
It was reported that an ilet pump failed to rewind despite restart attempts and a dry run, with the user reporting a glucose value of 352 mg/dl and transitioning to subcutaneous insulin injections while awaiting a replacement; the device had not been dropped or damaged, and the reported problem aligns with a restart/malfunction event with insufficient information to isolate an affected component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a specific device component, and the device problem could not be fully characterized beyond the reported malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.